Event description:
Patient had an IV pump channel malfunction. The pump beeped when the infusion was "complete" but when I entered the room to fix the beep, I found that the tubing had air almost all the way down the line except for the last few inches of the tubing connected to the patient. The channel did not beep when there was "air in line". Channel [redacted] - this channel was taken out of circulation.